Event description:
It was reported that during a generator change procedure, this left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high pacing thresholds. Under fluoroscopy the lead appeared to have perforated in the epicardial space. The physician opted to surgically abandon the lv lead and replaced it with a new lead successfully. No additional adverse patient effects were reported.